Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: one of our intermountain facilities is reporting an issue/concern with an item that it is purchased from your company. Please include our reference number, (B)(4), in all correspondence. Situation: issue: I was placing a 24 gauge IV on a patient. The IV was placed and in the process of retracting the needle after placement the IV malfunctioned. The needle was not retracting therefore I was held up with a needle in the patient unable to move. I had to call the ed charge nurse to avoid a blood contamination stick between the patient and I. Background: event date: (B)(6) 2024. Was there injury? No.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract could not be confirmed from the returned 24ga insyte autoguard unit from lot: 4037555. The sample exhibited evidence of use. The needle was received fully retracted and a functional test showed that the needle would retract without any problems. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.